Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The port broke when stsf was being replaced. Port break during replacement of stsf and pentaray inserted into vizigo later in the procedure. Replace with a replacement product. The procedure was completed without any problems. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. No blood return was observed. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 7-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-sep-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The port broke when stsf was being replaced. Port break during replacement of stsf and pentaray inserted into vizigo later in the procedure. Replace with a replacement product. The procedure was completed without any problems. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. A device history record evaluation was performed for the finished device 00001591 number, and no internal action related to the complaint was found during the review. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).